Manufacturer narrative:
A service call was made. Service personnel made adjustments to the instrument as needed. Unit was tested and found to be operating within specifications.

Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready ID (crrid) on the galileo. Customer states that the result images appear positive. The patient has a history of an antibody.